Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / irregular shooting pelvic pain") in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2011 and (B)(6) in 2011. Concurrent conditions included obesity, depression, neuropathy, and osteoarthritis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), libido decreased ("decreased libido"), abdominal discomfort ("feeling of kicking and movement in the abdomen") and menstruation irregular ("irregular menses"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge and abdominal discomfort had resolved and the abdominal pain lower, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, fatigue, weight increased, libido decreased and menstruation irregular outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, irregular menses, irregular "shooting" pelvic pain, a feeling of "kicking" or movement in her abdomen, decreased libido. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number added, concomitant condition added. Date of birth updated. Events added as :- abnormal bleeding (vaginal, menorrhagia), irregular menses, apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , fatigue, pain, vaginal discharge, weight gain, other injury(ies) or complication (s)please describe: irregular shooting pelvic pain, feeling of kicking, and movement in the abdomen, and decreased libido. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("misplaced of essure, probably distally placed.") And pelvic pain ("pelvic pain / pain / irregular shooting pelvic pain") in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2011 and (B)(6) 2011. Concurrent conditions included obesity, depression, neuropathy, osteoarthritis, arthralgia, photophobia, misophonia, cholecystectomy, scoliosis, low back pain, poor dental condition, cholecystectomy and neuropathy. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), libido decreased ("decreased libido"), abdominal discomfort ("feeling of kicking and movement in the abdomen") and menstruation irregular ("irregular menses"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy, d and c) and surgery (to remove the essure, bilateral salpingectomy, d and c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge and abdominal discomfort had resolved and the abdominal pain lower, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, fatigue, weight increased, libido decreased and menstruation irregular outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity on right: 2 coils and on left : 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, irregular menses, irregular "shooting" pelvic pain, a feeling of "kicking" or movement in her abdomen, decreased libido, headache, migraine, dyspareunia, abdominal pain, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: mr received- new event misplaced of essure were added. New reporter, concomitant and historical condition were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / irregular shooting pelvic pain") in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2004 to august 2011 and junel in 2011. Concurrent conditions included obesity, depression, neuropathy and osteoarthritis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), libido decreased ("decreased libido"), abdominal discomfort ("feeling of kicking and movement in the abdomen") and menstruation irregular ("irregular menses"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge and abdominal discomfort had resolved and the abdominal pain lower, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, fatigue, weight increased, libido decreased and menstruation irregular outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, irregular menses, irregular "shooting" pelvic pain, a feeling of "kicking" or movement in her abdomen, decreased libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.